Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 5.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during procedure, it was noted that the tip of stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. A 5.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, during procedure, it was noted that the tip of stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the distal end of the stent is lifting up. Inspection of the remainder of the device presented no damage or irregularities.